Event description:
Caller reported cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to load a new cartridge using the proper technique, successfully loaded a cartridge, and resumed insulin therapy, resolving the issue.